Manufacturer narrative:
Result: trigger lock.

Event description:
It was reported by service report that the breakaway head section was not functioning correctly. There was patient involvement but no adverse consequences were reported.

Event description:
It was reported by service report that the breakaway head section was not functioning correctly. There was patient involvement but no adverse consequences were reported.

Manufacturer narrative:
It was found that the breakaway head section would not lock up due to a bent release bar pulling on the trigger locks.